Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of multiple "holes" of various sizes in all injection areas, a big hole on their right cheek and another one above that, two holes "have tunneled into one another", having "ringworm" looking "topical holes" in the corners of the mouth, the product "leaks under the skin," and it is "aggravating" and "depressing" their skin, feeling "scars," "burning," product "hardening," product "draining off their face," and their face is "rejecting" the product are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: use of juvéderm® ultra injectable gel at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, juvéderm® ultra injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. The safety of juvéderm® ultra injectable gel in patients with known susceptibility to keloid formation, hypertrophic scarring, and pigmentation disorders has not been studied. If laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvéderm® ultra injectable gel, there is a possible risk of eliciting an inflammatory reaction at the implant site. This also applies if juvéderm® ultra injectable gel is administered before the skin has healed completely after such a procedure. Adverse events: table 1 and 2. Injection site responses by maximum severity and duration occurring in > 5% of treated subjects(number/% of subject nlfs). Possible treatment site responses include: redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. Other safety data: postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Patient reported multiple "holes" of various sizes in all injection areas 2 weeks after injection with unspecified juvéderm® in the cheeks, "right between the nose," and the lips. The patient described having a big hole on their right cheek, and another one above that. The patient indicated those two holes "have tunneled into one another." The patient reported having "ringworm" looking "topical holes" in the corners of the mouth. The patient reported the product "leaks under the skin," and it is "aggravating" and "depressing" the skin. The patient also reported feeling "scars," "burning," and product "hardening." The patient described the product "draining off the face" and their face is "rejecting" the product. The patient indicated the injector has prescribed them "antibiotics" for treatment. The patient stated prior to receiving the juvéderm® injection, they had a cyst removed on the face, along with 14 sutures that were under the skin. No additional information was provided. Symptoms are ongoing.